Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The non-return valve assembly (nrv) was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a design specification limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).